Event description:
It was reported that the ventilators touchscreen would not calibrate. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: failure analysis on the returned touchscreen shows that the ul_lr and ur_ll resistance were out of spec.

Manufacturer narrative:
A field service engineer (fse) arrived on site to evaluate the device. There were no errors in the logs. The fse attempted v60 touchscreen calibration, and the touchscreen failed calibration setup. The fse replaced the v60 touchscreen and completed all testing per the philips v60 service manual. The device passed all tests, and the touchscreen was calibrated. The system was deemed ready to return to service.